Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir leak from the reservoir. Customer's blood glucose level was 160 mg/dl. Troubleshooting was performed. Customer advised the reservoir leaked passed the 2nd o ring. Customer was advised to return the reservoir for analysis and that a replacement reservoir would be sent out.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir does not leak. Also performed a visual inspection and found no physical or cosmetic damage.